Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared before issue resolved on its own. There was no reported impact to the customer¿s blood glucose level. Customer continued using original charging supplies, pump eventually began charging again, and no further assistance was required from technical support.